Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Event description:
There was an allegation of discrepant results for multiple patient samples tested for elecsys troponin t hs (troponin t hs) from (B)(6) 2026 to (B)(6) 2026 on a cobas e 801 analytical unit. The following is an example of discrepant results for 1 patient sample tested on (B)(6) 2026. The initial result was 35.9 pg/ml. The sample was repeated 3 times with results of 5.58 pg/ml, 5.27 pg/ml, and 5.91 pg/ml.

Manufacturer narrative:
Several alarms related to sample foam and sample clots were observed. A general reagent or instrument issue was not present, as qc was acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.